Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of device loosening is not known. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review. Part number: 09.402.422s. Synthes lot number: 7529636. Supplier lot number: n/a. Release to warehouse date: 18-nov-2013. Expiration date: 30-nov-2018. Manufactured by synthes (B)(4). Ncr #(B)(4) and EU ncr#(B)(4) were generated during production for (B)(4) parts with inconsistent label, misleading indications, and label content (pictogram and callout) incorrect on EU product label. Parts were reworked to latest label configuration. This non-conformance is not relevant to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the radial head prosthesis on (B)(6) 2016. X-ray taken during the one-year follow up revealed the device is loosening. Patient reports no pain, some occasional clicking, stable elbow, very good range of motion (rom), working with no problem. No patient harm reported, patient condition reported as stable. Devices remain implanted. This report is for one (1) 22mm radial head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Update to event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No action has yet been taken and no additional medical/surgical intervention was required. Surgeon will continue to observe patient condition through follow up visits.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient condition is well and stable and no need and no plans for revision, patient is on follow ups. Further intervention will only depend on future follow up on patient conditions.